Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported an issue with their device's ECG connector holding the ECG cable in place. After an evaluation of the device, it was observed that the noise on the paddles lead ECG was too great in order for the device to recognize a shockable rhythm utilizing AED mode. There was no report of any patient use associated.